Event description:
The physician reported the guidewire in question was advanced to the hepatocellular carcinoma (hcc) of the right hepatic artery with a boston scientific microcatheter. The rheumatoid arthritis (rha) was divaricate from spinal muscular atrophy (sma) and was spread by metastasis, and was very tortuous. A non-boston scientific catheter was advanced to celiac trunk, and the systems were approached to hcc of middle hepatic artery (mha). However, it was hard for the systems to be advanced because the vessel was very tortuous. During approach, because the wire's distal end stopped moving, the physician thought the distal end broke. Therefore, negative pressure was placed on the boston scientific microcatheter and the wire broke approx 7 to 8cm. Proximal from the distal end and was able to be pulled out. The physician reported he then advanced the device in question to the same vessel. The device in question reportedly broke at the same position of vessel. The physician reported, he tried to remove the broken wire with the same technique he used previously; however, the device was unable to be removed. The physician reported the system was changed to a non-boston scientific sheath and catheter and the broken wire was retrieved with a gooseneck snare. The physician reported the pt suffered no adverse effects as a result of the reported event.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.